Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the non-sterile device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Item as failing. This complaint involves one(1) device guidewire ø1.25 w/thread-tip w/trocar l1. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a device history record (DHR) review was conducted: product code #: 292.620s , synthes lot #: 8l52558, manufacturing site: werk selzach logistik , release to warehouse date: 25aug2021, expiration date: 01aug2031, supplier: (B)(4). A manufacturing record evaluation was performed for the non-sterile article lot and no non-conformances were identified. Non-sterile part #: 292.620, non-sterile lot #: 266p995, manuf.site:balsthal, release to warehouse:3.aug2021 . A manufacturing record evaluation was performed for the finished device 292.620 lot # 266p995, and no non-conformance were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated event description: it was reported that during a procedure on an unknown date a 1.25mm guidewire broke inside patient while drilling for 2 x 4mm css for medial malleolous fracture reduction and internal fixation. The broken piece could not be retrieved and left in the patient bone. There was no patient harm. No further information provided. This report is for one (1) guidewire ø1.25 w/thread-tip w/trocar l1. This is report 1 of 1 for complaint (B)(4).